Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error.

Event description:
It was reported that the customer's fill estimate was inaccurate. There was no impact to the customer's blood glucose level. Reportedly, the customer had overfilled the cartridge.